Event description:
It was reported that during surgery to implant an artificial cervical disc, the implant was not the same size as the trial. The surgeon then chose to implant the next larger size. No patient complications were reported.

Manufacturer narrative:
The implant was returned for analysis. The trial not returned for analysis. Visual review of the implant did not identify any material or functional issue with respect to the implant. Dimensional inspection confirms conformance to print specification. After visual and dimensional inspection, the implant appears capable of performing its intended function.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.